Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in a planned tavr procedure . The tavr was planned to repair severe aortic stenosis and aortic insufficiency . A  bioprosthetic valve had been  implanted about 18 years previously  .  It was reported that during the index procedure, a non mdt 14fr sheath was inserted into the patients right external iliac artery . Intravascular lithotripsy was used prior to the sheaths insertion. The non mdt sheath would not advance past the common iliac artery . Next a 14f sentrant sheath was used and attempted to be inserted , but again it could not pass the common iliac artery.  Shortly after sheath exchanges, the patients blood pressure dropped significantly. An angiogram of the right leg showed a large dissection of the iliac artery. A femoral cutdown was required and a stent was implanted to treat the dissection. The tavr was then abandoned and tavr products were not used.  It was reported the patient expired the following day due to complications from the procedure.  The cause of the dissection was noted to be due to heavy calcification.  No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
B5; additional information received : it was confirmed the sentrant sheath did contribute to the dissection and the patients subsequent death but there was no issue with the sentrant itself and the dissection occurred due to patients heavily calcified anatomy. The cause of death was the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.